Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that since having the implant they were charging their implant every other day and the ins was depleted the next day. Patient reported the night prior to the report they charged the implant 100% and this morning the ins was dead and their settings were not very high. Patient reported the controller was fully charged and when they were charging the ins they were getting excellent and good recharging quality. Manufacturer representative reported they met with the patient to troubleshoot why the patient¿s device was not lasting more than a day. It was reported that the patient was using group a with 2 programs, 300pulse width, 50hz, prog#1 is 3ma, prog#2 is 3.1ma. The battery was too low to check anything. The rep initially had trouble recharging, but then got excellent quality. It was mentioned that the patient is on their second "paddle." It was understood that this is their second recharger. It was later reported that they were trying to charge the patient¿s ins and it kept going from excellent to good coupling and then the controller would stop charging the ins. It was reported that they took the li battery out, reinserted and tried to charge again and got poor recharge quality. It was later reported that the ins was too depleted to interrogate with their tablet. The night prior, the patient charged the controller, then attempted charging the ins and it kept showing poor recharge quality and controller battery was depleting but ins wasn't charging. Recharging was attempted with the replacement equipment, recharger was over a thin t-shirt and controller showed 60% charge with ins charge in the red. Recharge quality was good and then excellent but only stayed excellent for about 15 seconds and then lost connection. Manufacturer representative doesn't believe the ins is too deep and it feels flat and flush with skin; they can see indent patient's skin. They placed the recharger directly on the patient's skin and this allowed recharge quality to be excellent and stay excellent. Patient had tried charging directly on their skin, over clothing and with the belt and hasn't obtained any better results. Rep reported the patient has a more "tonic" situation and isn't on hd, caller guessed 3.5-4 ma, 300pw, 50 rate. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that since ins has been implanted, it will go from being 100% at night down to 0% by the morning. Patient reported seeing battery empty, recharge your implanted device screen. When rtm is connected to ins they see the "no device found" screen. Patient was getting poor recharge quality. No symptoms reported at this time.